Event description:
It is reported that the pt underwent a femoral head exchange due to an adverse local tissue reaction.

Manufacturer narrative:
This report will be amended when our investigation is complete.